Event description:
It was reported that during a laparoscopic sigmoidectomy, an unexpected noise was heard at the 2nd stroke of the 1st firing. The firing force was higher than expected although the device did not clamp something hard. The cartridge was gold. Reinforcement material was not used. The deployed staples were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Nicked knife, spring pawl extension disengaged/damaged. The analysis results found that one ec60a device was returned in good visual condition and with no cartridge reload present. The returned device was tested for functionality with a test cartridge. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete firing sequence without any difficulties. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally a non specific noise was heard during functional testing. The device was disassembled to verify the condition of the internal components and the spring pawl extension was noted to be not properly assembled, causing friction between the spring end tip and the knife return switch, this condition was the cause of the unusual noise heard during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.